Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the sample or visual evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
Item #384467/lot# 11267058 was inserted (date unavailable). On the 32nd day of dwell the hub experienced a little crack then split down the middle.